Event description:
A customer from united states notified biomérieux of a potential contamination issue leading to false positive results for (B)(6) in association with the emag® instrument (ref. 418591, serial number (B)(4)). The customer stated when testing patient samples, all samples obtained a positive result for (B)(6). The customer also runs water samples and a negative control, both obtained positive results for (B)(6). The customer stated negative control performed the previous week on the emag instrument was negative for (B)(6). The customer confirmed no false results were given to clinicians, however the contamination issue caused a two (2) day delay reporting the results. There is no indication or report from the laboratory that the delay in results led to any adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
A customer from united states notified biomérieux of a contamination issue leading to false positive results for herpes simplex virus type 1 (hsv-1) in association with the emag® instrument (ref. 418591, serial number (B)(6)). The contamination of hsv-1 was confirmed; the customer ran a negative control sample, which obtained a positive result for hsv-1. In response to the customer complaint biomérieux conducted an internal investigation to find the source of the instrument contamination. Biomérieux identified the following as potential contamination sources: - disposables - reagents - positive samples - a defective part which sprayed sample in the working area. - user handling. A review of customer logs and complaints ruled out disposables and reagents as contamination sources; disposables and reagents from the same lot were installed on the customer¿s other emag® instruments. These instruments did not have contamination. The review found two (2) instances of incorrect aspirator loading which led to failed runs. The emag® instrument processed strongly positive hsv-1 samples during the failed runs. These samples could have made contact with the aspirator, leading to the instrument contamination. The most probable root cause of the emag® instrument contamination with hsv-1 is incorrect loading of the aspirator. See section h10.